Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6

Event description:
Upon further review it has been confirmed that the event of capsular contracture has not been reported. There is no complaint associated with this report.

Event description:
Patient reported "exchange from textured to smooth devices due to the patients concern with the product", "implants are incapsulated baker grade unknown". This record is for left side. Device remains impantled.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implants are incapsulated baker grade unknown"